Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complaint, the wire would not advance out of the sphincterotome. And, when the wire was removed from the sphincterotome, the physician and the nurse noted that the wire was "frayed." It was further reported that the procedure was completed with a second hydratome rx sphincterotome device. According to the complainant, there were no pt complications as a result of this event and the pt's condition after the procedure was "fine."

Manufacturer narrative:
The suspect device has not been returned; therefore, a device eval has not been performed. The cause of the reported malfunction is undetermined.